Manufacturer narrative:
Pump passed operating current, displacement test but compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised forced sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose level at the time of the incident was unknown. The customer was disconnected during prime. The drive support cap was not damaged. Customer was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.